Event description:
Our distributor in (B)(6) claims the touch screen is not responding at all, there are spots like water spots on the screen.

Manufacturer narrative:
(B)(4). Failure analysis lab received a vela front panel assembly. The vela front panel assembly was visually inspected. Fluid ingress spots in screen were noted. The vela front panel assembly was installed in known good unit. Touch screen was only responsive in certain areas on the screen, but the calibration was off. Touch screen calibration could not be completed due to irresponsiveness. This reported event considered a known issue addressed with an internal action.

Manufacturer narrative:
(B)(4). Based on the information provided by the foreign distributor, carefusion tech support determined that most likely cause in the event was a malfunctioning front panel. The foreign distributor was shipped a replacement front panel to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty front panel for evaluation. As of may 11, 2015 the alleged faulty front panel has not been received. In addition carefusion has requested from the distributor additional information regarding if the device was on a patient at the time of failure. As of may 11, 2015 there ahs been no response from the distributor.